Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a non-bsc left ventricular (lv) lead needed a reprogramming for better pacing thresholds with the lv lead. A normal decrease in battery life was identified, related to device programming. Furthermore, lv lead pacing impedance triggered an alert due to high, out of range values. A spring contact situation was discussed. The pacing/sense vector was reprogrammed and pacing impedance values were appropriate. An in-person lead evaluation with pocket manipulation, isometrics, and all physical due diligence to attempt to produce noise on the lv channel was recommended, nonetheless, at this time sensing was not affected and the threshold in the actual pacing configuration was saving significant battery consumption. The crt-d and lv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a non-bsc left ventricular (lv) lead needed a reprogramming for better pacing thresholds with the lv lead. A normal decrease in battery life was identified, related to device programming. Furthermore, lv lead pacing impedance triggered an alert due to high, out of range values. A spring contact situation was discussed. The pacing/sense vector was reprogrammed and pacing impedance values were appropriate. An in-person lead evaluation with pocket manipulation, isometrics, and all physical due diligence to attempt to produce noise on the lv channel was recommended, nonetheless, at this time sensing was not affected and the threshold in the actual pacing configuration was saving significant battery consumption. The crt-d and lv lead remain in service at this time. No adverse patient effects were reported.